Event description:
There have been four known instances when the needle bent as the nurse was attempting to access the portacath. The needle is currently distributed by smith's medical, but was formerly deltec. The nurses described the needle as "giving way" upon entry into the port. The nurses have experience with using the needle. There was no patient harm in any of the four events.manufacturer response for blunt cannula non coring safety needle, gripper micro (per site reporter).======================the smiths medical rep came immediately to the facility to meet with team, and assisted staff with replacement of this needle lot 34x136. This was difficult as this needle is part of a port access kit which is assembled by medical action industries, inc. These kits also had to be identified.